Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 8f angio-seal sts plus was selected for use for a puncture of the common femoral artery following a carotid artery stenting. A pre-deployment angiogram revealed a 25% stenosis in the vessel with a lumen diameter of 5.0 mm, but no calcification or tortuosity. After the anchor was deployed into the vessel, the physician pulled back to release the tamper tube, and reported that the anchor felt strange as if it had slipped. While tamping, less tension was used than usual while holding the suture due to the reported movement of the anchor. The collagen was tamped until the black compaction marker was visible and the procedure was completed. Post-procedure, the patient had a cold leg and no palpable pedal pulse. A post-deployment angiogram revealed an occlusion at the puncture site. Percutaneous peripheral intervention revealed the anchor protruding from the vessel so that it was partly in and out of the vessel at the puncture site, as well as a vascular dissection near the puncture site, though it is unknown when the dissection occurred. Plain old balloon angioplasty (poba) made 50% patency. The patient was recovering and the physician will continue to follow the patient.